Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the duplicate address was detected on the drawer. The customer reported that there was failed hardware icon on the station desktop resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the duplicate address needed to be cleared out. The field service engineer cleared row e and recovered duplicate addresses, restarted the station, and successfully resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.